Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device event log noted multiple disposable alarms were recorded. Functional testing included use testing. The pump was powered on with a disposable attached and after removal of the cassette the pump did not alarm "no disposable attached." The pump did alarm with a double beep after powered up and with a disposable attached. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a constant alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.